Event description:
A pt reported blood glucose results of 155 mg/dl and 110 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on the failed qualtiy control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.